Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2015 with the following findings: investigation revealed that the force sensor calibration and force resistance measurements were out of specifications. There was evidence of contamination observed on the force sensor plate. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor measurements were out of specifications and there was contamination on the force sensor plate. This report is made based on results of investigation completed on 03/20/2015.